Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-03466 / 03467). : device remains implanted.

Event description:
Patient has been indicated for a right knee revision due to pain, swelling, lack of range of motion, clicking sound, polyethylene wear, and posterior cruciate ligament laxity. No revision has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Concomitant products: femur - catalogue: 140013, lot 831410. Locking bar - catalogue: 141205, lot 785050. Tibial tray - catalogue: 141224, lot 668040. Bearing - catalogue: 11-146152, lot 268960. This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2016-03466 / 03467 and 0001825034-2017-01208 ).

Event description:
Patient underwent a right knee revision 14 years post-op due to pain, swelling, lack of range of motion, clicking sound, polyethylene wear, posterior cruciate ligament laxity, and loosening.